Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During the evaluation, the device alarmed a constant downstream occlusion alarm caused by a failed downstream sensor. The evaluation found the downstream sensor current reading to be out of specification with a fluid filled set. The evaluation also found the downstream pressure plate gap to be out of specification. The elevated signal level was the cause for the nuisance downstream occlusion alarms. The downstream sensor has been replaced.

Event description:
During testing by baxter, the spectrum device displayed a constant downstream occlusion. There was no patient involvement. No further information is available.